Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of the system controller reverting to back up mode was confirmed during analysis. The system controller was connected to the equipment in the manufacturer's lab. The black power lead was stripped at the connector end which revealed damaged inner conductors. This caused the system controller to switch to backup mode. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller was operating in backup mode. The system controller was exchanged with another system controller and no further problems were reported.